Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through evaluation. This condition was caused by a dislodges component on the input/ output printed circuit board (I/o pcb) the I/o pcb and shielding was replaced.